Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. A full system explant was performed, including this rv lead as well as the pacemaker. A new pacemaker and rv lead were successfully implanted on the right side of the chest. The explanted system is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. A full system explant was performed, including this rv lead as well as the pacemaker. A new pacemaker and rv lead were successfully implanted on the right side of the chest. The explanted system is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.